Event description:
During the procedure, the tip of the harmonic scalpel was discovered broken off on the mayo stand. There was no injury to the patient or adverse event reported.

Manufacturer narrative:
The used device was received with the broken fragment of the blade. The instrument was visually inspected (unaided and microscopically-aided), and found to have the distal tip of the scalpel blade broken. The returned device passed functional testing, including testing with a generator console. In addition, both the instrument and the broken blade fragment were sent to an independent laboratory in order to perform a fracture analysis. It was determined that the device would have had to come into contact with a metal object which resulted in the galling that initiated this failure. The device history record indicated that all inspections and tests were successfully completed and the device was working properly prior to release.